Event description:
It was reported that the customer's insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Customer treated blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 360 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No low battery alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.